Event description:
It was reported that during a procedure, the top part of a trocar cannula broke apart inside a pt. Not all pieces were retrieved. The pt was reported to be "ok".

Manufacturer narrative:
Final investigation showed that the inner ring of the seal cap was in pieces, with roughly 1/2 to 2/3 of the ring still present inside the cap. It was not possible to determine what caused the ring to break.